Event description:
The pt is a 56 yr old woman who had history of breast cancer on the right side and underwent a modified radical mastectomy with immediate reconstruction on 1/3/85 using a double lumen type implant. The pt noted, within one year costochondritis and intense itching around the implant. Then, in the last few years, she felt she developed chronic fatigue, short term memory loss, shortness of breath, dry eyes, dry mouth, hair loss, frequent rashes, chills and sweats. Total capsulectomy is necessary in this circumstance because the capsule will contain silicone which the pt may be reacting to.